Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent that the patient experienced inaccurate cgm values which occurred three days after the sensor had been inserted in the abdomen. While at home, the cgm was reading 289 mg/dl, (no bg provided at that time), so the parent provided the patient with 7 units of lispro insulin. The patient's condition did not improve. She was vomiting and she was admitted to intensive care unit (ICU) for diabetic ketoacidosis (dka). There, she was treated with an unspecified insulin drip and unspecified IV fluids. The bg while inpatient was 700 mg/dl with no corresponding cgm provided. At the time of the report, the patient remained in ICU for treatment of dka. There was no documentation of further medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.